Event description:
The home pt (hp) reported feeling full, as if they were overfilled, while using the homechoice cycler for apd therapy. The hp reported that at around 4:30pm each day hp performs a manual exchange, draining and then filling with 3000mls of solution. According to the hp, they drain out this solution from the manual exchange during the initial drain phase of their apd therapy, the volume of fluid typically being between 3500mls and 3600mls. The hp reported that in 4/2001 they started their apd therapy, however, the cycler appeared to "skip" the initial drain and advance into the first fill, at which time it delivered the programmed fill volume of 3000mls. After the first fill was completed the cycler continued therapy and advanced into the first dwell. During dwell the hp felt full and placed the cycler into drain until pt felt relieved. According to the hp, there was no pt injury or medical intervention as a result of this incident.